Event description:
Endoscopic vein harvesting device was being used on a patient having open heart surgery. It began to smoke so a second device was opened and tested. This device also began to smoke. Removed from or. When tested by the rep afterwards, smoking came from the tip of the device, and it glowed red-hot within seconds of the unit being turned on. On a prior incident, we were told that the cord from the device to the power source was probably the problem and that the cords should not be used more than 20 times. We have been tracking the cord use and it had not exceeded the recommended 20 uses.the regional manager and the account manager both came to the facility to meet with the or director and myself. They tested the device and also noted one that smoked when turned on, the other did not appear to malfunction with their testing.